Manufacturer narrative:
The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. The subject device was not returned; therefore, physical as well as a functional evaluation could not be performed. Additional information provided by the customer indicated that the synchro was confirmed to be in good condition prior to use, the device was prepared as per the dfu (direction for use), and there was no device malfunction associated with the device. The reported stroke, neurological deficit (midline deviation), vessel perforation and hemorrhage, are known and anticipated . Complication to these types of procedures and patient condition and is listed as such in the device directions for use. Therefore, an assignable cause of anticipated procedural complications has been assigned to the reported event. The subject device is not available.

Event description:
It was reported that during the procedure, the guidewire (subject device) perforated the distal branch of the middle cerebral artery and it led to hemorrhagic stroke with midline deviation. Therefore, a decompressive craniotomy was performed, and the patient is still hospitalized awaiting prothesis for craniotomy.